Event description:
It was reported prior to generator changeout that the atrial lead exhibited oversensing due to noise. The lead remains implanted and will continue to be monitored. The patient was stable and asymptomatic.